Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had failed battery, under delivery and rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin was not delivered properly and scratches on the screen and hazy look on the screen it was difficult to look. The customer reported that the insulin pump failed battery and had louder during rewind. The customer insulin pump will not be returned for analysis.